Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned and investigated. The reported gripper actuation issue was not confirmed as the grippers actuated as expected. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report the gripper actuation issue. It was reported that during device preparation of the mitraclip delivery system (cds), it was noted that one gripper arm did not lower. The device was not used so, there was no patient involvement. There was no clinically significant delay in the procedure. A new cds was used without issue. No additional information was provided.